Event description:
It was reported by the customer that the pyxis medstation es system drawer 4 has a duplicate address. It is necessary to order and install a new drawer. The customer stated that the malfunction delayed in accessing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that a faulty drawer controller. A field service engineer, removed the old one and installed new drawer and transferred cubies over from old drawer, tested successfully. The system functioned as intended.